Event description:
It was reported that a malfunction code malf 24 occurred with the customer's pump. There was no adverse impact to the customer¿s blood glucose level. The customer was advised by technical support that a replacement pump with updated software would be sent, and they were instructed on how to handle the return of the problematic pump. No backup insulin therapy was available, so the customer planned to contact their healthcare provider.